Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10. H10: the actual device was not available; however, a photograph and two retained samples were evaluated. The photograph was reviewed and a leak from the y connector was present. It was also noted that a leak was present at the rotating luer since the transparent cap was not in place. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. Retention samples underwent a push-pull test and an under water leak test, and no disconnections or leaks were observed. The reported condition was verified in the photographic sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked through the adapter and the y connector. This was identified before use. There was no patient involvement. No additional information is available.